Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Patient presented due to unstable angina. Vascular access was obtained via the femoral artery. The 3.5x30mm, 85% stenosed, eccentric, de novo, with ejection fraction of 60% and significant bend of >45 and<90 target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) to right coronary artery (rca) artery. A 3.50x38mm promus element ¿ plus drug-eluting stent was advanced to treat the lesion. However, during introduction, the device was crushed with the non bsc guide catheter. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: promus element plus mr ous 3.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found severe stent damage. Stent struts were severely damaged and stretched, pulled for a length of 3cm over the distal tip measured using ruler. The manufacturing crimp data for this device was reviewed and the maximum crimped stent profile was found and is within specification. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. A visual and tactile examination of the hypotube found that there were multiple kinks along the full catheter length. A visual and tactile examination of the inner and outer lumen and mid-shaft section found inner/outer polymer extrusion kinks. The port bond was stretched and there were several midshaft kinks. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. Patient presented due to unstable angina. Vascular access was obtained via the femoral artery. The 3.5x30mm, 85% stenosed, eccentric, de novo, with ejection fraction of 60% and significant bend of >45 and<90 target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) to right coronary artery (rca) artery. A 3.50x38mm promus element ¿ plus drug-eluting stent was advanced to treat the lesion. However, during introduction, the device was crushed with the non bsc guide catheter. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.